Event description:
It was reported that the patient had a syncopal episode requiring external pacing due to the device battery was at end of life (eol). The device was explanted and replaced. It was also noted that the patient had not followed up with the physician after the initial implant of the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 502658, lead, implanted: (B)(6) 1991. (B)(4).